Event description:
Caller reports the patient tested 5.9 inr/2.4 inr on coaguchek s system 1 and 2.4 inr on coaguchek s system 2. No adjustments were made for the patient's coumadin dose. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system 1. (B)(4).